Event description:
Pt reported that back to back tests performed on pt's surestep meter were 78 and 124 mg/dl respectively (46% difference). Control solution test result was in range. No symptoms were reported. There was no allegation of harm.